Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to noise oversensing. The oversensed noise was attributed to electromagnetic interference (emi), which occurred while the patient was swimming in a pool. Technical services advised avoidance of the emi source. The device remains in service at this time. No adverse effects to the patient were reported.